Event description:
It was reported that after 13 minutes of starting dialysis treatment with a polyflux 170h, the patient experienced chest tightness, dyspnea, dizziness, nausea and discomfort, accompanied by vomiting. A dialyzer membrane reaction was suspected and the treatment was interrupted with blood return. The dialyzer was replaced. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.